Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during delivery the impella cp kinked. The pump was not able to deliver up the aorta and so it was removed and replaced with another imeplla cp. The second pump was placed without report of harm or injury from the delay in support initiation. No further information is available.

Manufacturer narrative:
The investigation for the reported product damage (kinked cannula) issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issue was most likely patient condition related since the patient had a transcatheter aortic valve replacement and cardio-pulmonary resuscitation was performed throughout. This report is being filed as part of a retrospective review of historical records.